Event description:
The facility reported that the caregiver was helping the resident into the tub. The resident had her hand on the seat where the door closes. The door fell, smashing her hand between the door and the seat. The resident sustained a skin tear and a possible broken finger. No treatment was described.